Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was a fresh kidney transplant, pod #0. Later in the day, when doing 1:1 replacements, registered nurse saw only 5cc in catheter and was concerned about the foley catheter. Patient reported they felt pressure in bladder. Notified the team and bladder scanned 142 cc. Received a verbal by the physician assistant to irrigate the foley for possible clot. Had charge registered nurse there at bedside to help and irrigated 15cc and noticed the fluid collect in patient groin. Assessed the foley and the foley was still in the patient partially. Gently pulled the catheter and noticed the balloon was deflated. No urine was under the patient and did not notice leaking other than the flush. The charge registered nurse and nurse wondering if the balloon was faulty on catheter and deflated by itself. As no one deflated balloon and cannot find an explanation for that to occur. Per customer email response received on 22dec2025. It was reported that the physical sample was discarded. No lot numbers were provided. No patient harm was reported. Customer stated that all available information was included on the medsun report.

Event description:
It was reported that patient was a fresh kidney transplant, pod #0. Later in the day, when doing 1:1 replacements, registered nurse saw only 5cc in catheter and was concerned about the foley catheter. Patient reported they felt pressure in bladder. Notified the team and bladder scanned 142cc. Received a verbal by the physician assistant to irrigate the foley for possible clot. Had charge registered nurse there at bedside to help and irrigated 15cc and noticed the fluid collect in-patient groin. Assessed the foley and the foley was still in the patient partially. Gently pulled the catheter and noticed the balloon was deflated. No urine was under the patient and did not notice leaking other than the flush. The charge registered nurse and nurse wondering if the balloon was faulty on catheter and deflated by itself. As no one deflated balloon and cannot find an explanation for that to occur.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.